Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and nozzle have foreign objects. Based on the results of the investigation, the likely cause of the noisy/sandstorm image is due to a defection imaging unit and electrical connector. Additionally, the foreign material was unable to be identified. Furthermore, from the information obtained the cause of the foreign material remaining within the device cannot be conclusively determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscopic image of the colonvideoscope became a sandstorm state. The issue occurred during inspection for use. There were no reports of patient harm.